Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during set up of an unspecified procedure, the flex deflectable videoscope had an error b30 that occurred. The procedure was completed using similar devices. When the field service initiating requestor visited, they confirmed a vertical strip noise occurred on the entire image and the image was not visible at all, and error e226 endoscope communication failure was displayed. The error b30 did not occur at this time. There were no reports of patient harm.

Manufacturer narrative:
The subject device was received and evaluated. Evaluation noted the device image sensor unit cable was broken at the bending section. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to the breakage of the cable may have led to breakage or short circuit of output signal wires which caused the image abnormalities. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Reasonably known information suggests probable cause such as physical stress, degradation, deformation, wear and tear, environmental problems like temperature, dust or dirt, humidity. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.